Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. Corrected fields: g3 (initial aware date should have been 19-apr-2024) a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. For the foreign material in the auxiliary water channel and in the air/water channel malfunction, a definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction could not be identified. For the foreign material in light guide lens malfunction, a definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be related to a cracking that was confirmed at the place where the foreign material remained. The event can be prevented by following the instructions for use which state: IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the colonovideoscope had undergone insufficient reprocessing and had foreign material noted throughout the device. There were no reports of patient involvement. Additional details relating to the patient and the event have been requested, but no response has been received at this time.